Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). As reported by the user facility, it was confirmed that the batch number was unknown and the sample was not saved. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 2: during chemotherapy with keytruda, the vent popped off and the medication leaked via the vent requiring a chemo kit to be used. No injuries reported.